Event description:
A customer contacted beckman coulter inc. (Bec)reporting that there was a liquid leaking into the waste drawer under the unicel dxi 800 immunoassay system. This instrument is plumbed to a floor drain. The leak under the instrument was cleaned per laboratory procedure. No injury or user exposure was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site (B)(4) 2011. Fse discovered leaking waste pump transfer peri-pump tubing in the fluidics drawer. Fse replaced all of the peri-pump tubing and primed the instrument. No issues were noted. Hardware is the root cause of this event. (B)(4).